Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a blood glucose level and needed assistance with suspend feature. Blood glucose level at the time of the incident was 50 mg/dl. Customer treated based on sensor reading that led to low blood glucose. Customer also had a blood glucose of 260 mg/dl. Auto mode was still warming up and not yet adjusting her basal delivery at the time of the event. Customer did not troubleshoot. The insulin pump was not replaced or returned for analysis.